Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet, with a reported blood glucose of 349 mg/dl and cgm reading of 296 mg/dl, after changing the infusion site due to observed blood in the tubing and uncertainty whether insulin was delivered overnight. Symptoms included hyperglycemia with no physical complaints. Outcomes included no medical intervention, hospitalization, or emergency care. Investigation included user education and troubleshooting, including recommendation to replace all infusion supplies and to consult a healthcare provider regarding interim management, with follow-up planned. Investigation of this case revealed an unclear cause of hyperglycemia, with no visible leakage or site issues reported after the set change. It was concluded that the event involved high glucose with an undetermined cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.